Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, crease flat and weight to the spec. A microscopic analysis was performed which identify, a broken striated in the radius side. Based on the device analysis, the final assessment is: a striated broken in the radius side assessed, as surgical damage. Missing piece of the shell assessed, as inconclusive.

Event description:
Healthcare professional reported, left-side "rupture". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side "rupture." Device explanted.